Event description:
A peritoneal dialysis registered nurse (pdrn reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was seen in the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd fluid. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was prescribed ceftazidime 2,000mg daily and vancomycin 2,000mg every five days. The pd culture resulted positive for enterococcus faecalis with a white blood cell count of 724 (unknown units). On (B)(6) 2022 the antibiotic regimen was adjusted, and the ceftazidime was discontinued. The patient continued with the vancomycin. The suspected cause of the peritonitis was lack of hand washing. The patient has been re-educated on proper hand washing techniques for pd therapy. The patient is continuing pd therapy utilizing the liberty select cycler.